Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and depression ("depressive syndrome") in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section and cataract. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced depression (seriousness criterion medically significant), asthenia ("significant asthenia"), dyspepsia ("digestive disorders") and menorrhagia ("menorrhagia"). The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depression, asthenia, dyspepsia and menorrhagia outcome was unknown. The reporter considered allergy to metals, asthenia, depression, dyspepsia and menorrhagia to be related to essure. The reporter commented: the patient experienced significant asthenia and depressive syndrome leading the patient to stop working. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history and events digestive disorders and menorrhagia added. Essure was removed with bilateral salpingectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and depression ("depressive syndrome") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced depression (seriousness criterion medically significant) and asthenia ("significant asthenia"). The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depression and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia and depression to be related to essure. The reporter commented: the patient experienced significant asthenia and depressive syndrome leading the patient to stop working. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and depression ("depressive syndrome") in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section and cataract aggravated. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced depression (seriousness criterion medically significant), asthenia ("significant asthenia"), dyspepsia ("digestive disorders") and menorrhagia ("menorrhagia"). The patient was treated with amitriptyline hydrochloride (laroxyl) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depression, asthenia, dyspepsia and menorrhagia outcome was unknown. The reporter considered allergy to metals, asthenia, depression, dyspepsia and menorrhagia to be related to essure. The reporter commented: the patient experienced significant asthenia and depressive syndrome leading the patient to stop working. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.